Event description:
It was reported that the reason for the call was the lights on the back of the patient programmer were not coming on. The patient reports not being able to adjust stimulation. The status lights were assessed. The patient states, she was only seeing the 9 volt battery light on the patient programmer. The patient states this week she noticed a return of symptoms. It was reported all of a sudden she has to go to the restroom all the time. The patient checked her ins (stimulator) with the patient programmer and noticed the ins on light was not on. The patient states 9 volt battery icon was green and that was the only light. The patient inquired about longevity for batteries.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) and this will be their first appointment with healthcare provider.

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3889-28, lot# j0436980v, implanted: 2004 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient. (B)(4).